Event description:
It was reported to philips that the device would intermittently fail to charge the installed battery due to a faulty ac module. It was also noted by the customer that the green led indicator remained off when the unit was connected to wall power. There was no patient involvement.